Manufacturer narrative:
The replaced motor was handed over to the manufacturer for evaluation. Evaluation of the motor in the manufacturer's lab revealed that there were several positions where the motor did not provide mechanic power due to a mechanically abraded collector disc. The motor speed is being monitored continuously and the speed fluctuations result in a deviation between measured and expected ventilator piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device responded as specified upon the malfunction of a single wear-and-tear component. The repair exchange has fully solved the device problem; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the apollo device displayed a ¿piston fail¿ message. There was no patient injury reported.